Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6) . Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during pre-operative inspection, no water sprayed out from device during pre-op inspection. Product was returned for evaluation with deformed and corroded batteries. No patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h11, h4. The device was returned with the batteries removed from the pack. Functional testing found the handpiece would not power on with the original battery pack, but did power on with a lab battery after a few tries. Visual inspection of the interior of the original battery pack found evidence of electrolyte leakage and loose terminals that had slid up out of position. No damage was found during inspection of the interior of the handpiece, so it is unknown what caused the hesitation upon powering on the device. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.